Event description:
(B) (4)

Event description:
It was reported that there was no capture and no sensing on the lead. In addition, high lead impedance and high thresholds were reported. It was not possible to confirm that the device was functioning normally. The device and the lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.